Event description:
It was reported to philips that the device¿s ac power module was failing. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
This case was initiated by a response from the customer regarding the philips healthcare fco86100201aa notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor¿.the device was not in use on a patient.